Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. Occupation - ir. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved whilst setting the angio-seal device anchor with a gentle backwards pull on the carrier device, resulting in a successful double click, the green piece of the carrier tube broke off. The green click system on the carrier device was broken resulting in a dysfunction of the complete device in the mid of the procedure. The device was pulled back and the anchor was set against the inside of the arterial wall. The tamper tube was stuck in the sheath because of the broken mechanics. The tamper tube was retrieved by cutting the carrier tube from the wire and successful hemostasis was achieved. There was no harm to the patient. Additional information was received on 02sep2020. The procedure performed prior to use of the closure device was a retrograde puncture of the afc using a 5fr procedural sheath. The access was done by ultrasound. There was an issue with deployment and withdrawal. The patient's condition was stable hemostasis was achieved by the angio-seal device combined with manual compression. Additional information was received on 16sep2020. The green piece detached from the carrier device and became stuck on the sheath. The tamper tube stayed in the sheath because of the device being unable to deploy itself. The carrier tube was cut as high as possible. Carrier tube was removed from the suture wire and tamper tube was placed back on the suture to fulfill tampering the collagen. Once the tamper tube was freed, it was able to tamp down the collagen as expected; however, it took some time to free the tamper tube. In the meanwhile, the artery was kept shut by manual compression. While "freeing' the tamper tube and release of the sheath from the suture; the closure depended on manual compression. After tempering light manual compression was maintained due to insecurity about a watertight sandwich between anchor, suture and collagen. The anchor and collagen subcomponents positioning at the sight of the arteriotomy were checked with ultrasound after the procedure and complete hemostasis was achieved.